Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and failed test. The customer stated that she had recently gotten the insulin pump as a replacement, and it seemed as though every time she inserted a battery into the device, the insulin pump would alarm battery out limit. The customer did not know the blood glucose reading. The customer did not observe any damage or corrosion to the battery cap or battery compartment. She advised that she had discontinued use of the insulin pump due to the alarms and had already reverted to her back-up plan of manual injections. She disconnected the call, stating that she would call back when she had a new battery with which to test the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.